Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 90cm length, model: 3189, UDI: (B)(4), serial: (B)(6), batch: 7143303

Event description:
It was reported that the patient experienced ineffective therapy with their scs system. As a result, surgical intervention was undertaken on 6feb2024 wherein the scs system was explanted to address the issue. It is unknown which lead is liable.